Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on (B)(6) 2015, the patient experienced a blood glucose of 35 mg/dl with difficulty speaking, unsteadiness when standing and walking, severe dizziness, confusion and cognitive impairment associated with a prime issue. Reportedly, the patient discontinued the insulin pump at the time of the call and self-treated with glucose tablets/glucose gel and oral carbohydrates as needed. It was reported that the patient primed while attached after the loss of prime warning. During troubleshooting with customer technical support (cts), it was revealed that the cartridge cap was not secure to the pump. This complaint is being reported because the patient allegedly experienced hypoglycemia as a result of use error.

Manufacturer narrative:
The device has not been requested to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.